Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2431 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a powerpicc implanted via the right basilic vein of right upper arm on (B)(6) 2022. On (B)(6) 2022, a heart-lung machine procedure was performed for perforation of the interventricular septum. The patient had a myocardial infarction and the right coronary artery was occluded. On (B)(6) 2022, the device was attempted to be removed, the device could not be removed because resistance was felt. The doctor decided to cut the catheter outside the patient's body and remain the catheter part which was inside of the patient¿s body. Additional information received 6/26/2022: when did the PICC catheter break? Did it cause the myocardial infarction? It is possible that the PICC was sewn together when suturing the hole made during the treatment of the heart-lung machine. No PICC catheter broken. Was the heart-lung machine procedure a planned procedure for the patient? Did the patient have a myocardial infarction during the heart-lung procedure? The heart lung procedure was planed for the patient. The patient had a myocardial infarction before the heart lung procedure. Did the patient come in with a myocardial infarction? The patient had a myocardial infarction before the heart lung procedure. Was the perforation of the interventricular septum or myocardial infarction caused by the PICC catheter break? No. What type of catheter securement was utilized? The information was not provided. Any long-term harm to the patient due to catheter break? The information was not provided. Will it be attempted to remove the piece of catheter left in the patient? It will not be removed the piece of catheter left in the patient.